Manufacturer narrative:
Concomitant medical products: product ID: 3777-75, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Other relevant device(s) are: product ID: 3777-75, serial/lot #: (B)(4), ubd: 06-jun-2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that there was a high impedance on electrode #2. The cause was unable to be determined. The patient had the ins pocket revised due to weight loss. The ins was replaced and the same electrode was out of range. The lead was tested in both ports. The patient reported coverage in all areas of pain. No further complications were reported.